Event description:
It was reported that the light source caught on fire with smoke. Was not used during pt surgery.

Manufacturer narrative:
The unit was rec'd and analyzed. It was noticed that there were burn marks on the o-rings around the banana plugs which would suggest sparking near the cathode area (+) on the ballast. There were no burn marks on the (-ive) anode. On further investigation, it was found that there was improper application of rtv on the o-rings, especially on the cathode. There is high discharge of voltage when the bulb ignites and since there was no rtv on the cathode, this could have caused sparking. There is also a black mark on the corresponding spot on the cathode female connector on the bulb. There were no other burn marks or damage to the lightsource. This is not a common complaint. There are various checks in place in the process of assembling the lightsource. The assemblers have been re-trained to use the rtv on the o-rings around the banana plugs. They have also been informed about the adverse effect of not applying rtv.